Manufacturer narrative:
Device was evaluated and performance tests conducted that demonstrated the device functioned as intended. The conclusion was that user error caused the event. Customer was consulted on proper use of the device.

Event description:
When physician put the tip into the freezer and activated the unit, the tip flew off and hit the wall. No injuries reported.